Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with a failure was confirmed via the event history log as an air in line false alarm. The cause of the reported condition was determined to be a faulty pump head module (phm). The phm was replaced to fix the reported condition. The device has not been previously sent into service for the reported condition. However, during previous service on 12-14-2009 for "fc810:04," the air in line printed circuit board (ail pcb) was recalibrated. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a failure. It is unknown when this event occurred. There was no patient involved; there were no reports of patient injury or medical intervention. The user interface module software version of this device is currently unknown. No additional information is available.